Event description:
During a coronary artery drug eluting stenting treatment procedure stent embolization and dissection occurred. The physician was treating a lesion in the right circumflex artery (rcx). The lesion was predilated with a 2.5x15mm balloon before attempting to place a 3.5x20mm taxus liberte drug eluting stent. The physician was unable to advance the stent past the rcx trunk, therefore, the lesion was dilated a second time with a 2.5x15mm maverick balloon. Following this dilation a dissection was noticed. The physician then attempted to cross the lesion a second time with the same 3.5x20mm taxus stent, however was unable to do so. Upon withdrawal of the delivery system, the stent became hooked on the calfified stenosis and was stripped off the balloon, remaining in the rcx trunk. An attempt was made to salvage the stent by "rethreading" it with the guidewire looped in the periphery. This attemp was unsuccessful. The physician then "crushed" the stripped stent against the wall of the rcx trunk. He then attempted to deploy a 3.5x16mm taxus stent against the stripped stent, however was unable to advance it sufficiently far into the rcx to do so. The original lesion was dilated again, first by using a 3.0x15mm balloon at 14bars and then by using a high-pressure quantum 3.0x8 mm balloon at 16 bars before placing two taxus stents: a 3.5x16 and 3.0x16mm such that the stents are overlapping and covering both the stenosis as well as the dissection. These stents were post dilated at 16 bars. The patient was reported in good condition following this procedure. Medications: the patient was administered anticoagulants prior to the procedure. The physician prescribed clopidogrel for at least 12 months post procedure and ass 100mg long-term.